Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that sparks could be seen inside the device. Reportedly a dry powder fire extinguisher was used. There was no injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The local service organization reported back that both anesthesia workstation and the vaporizer which was mounted during the course of event were subject to in-depth testing. Evidence was found that an electric current flew via the protective earth which caused a charring of metal housing parts in the area of the pneumatic vaporizer interface. This finding also explains the observed electric arc. All surrounding subsystems were inspected and cleaned, no signs of damage could be found. All components have been reassembled afterwards - the entire device passed all checks and an endurance run in several ventilation modes. The fuse in the vaporizer was found blown but this was the only finding - this unit passed all tests after replacement of the fuse as well. The electronic log file does also not contain any suspicious entries. The absence of technical deviations in both devices leads to the conclusion that the origin of the triggering condition for this event was located outside the anesthesia workstation. Dräger was seeking clarification with the customer if other equipment like syringe pumps etc. Were mounted or if the hospital's power supply system exhibited any problems at this time. The user denied all that and finally, the root cause for the event could not be determined. Comparable cases are not known. Housing as well as electronic components are made from not inflammable or self-extinguishing materials which limits the risk for a fire to a minimum.